Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The device had a fault code for battery depletion (bd). Device data shows power consumption is increasing in a gradual fashion and device replacement is recommended. Currently the device remains in service. There were no adverse patient effects reported.